Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that an artificial urinary sphincter (aus) was implanted and after eight years, the device presented mechanical failures. Due to this, the cuff was pierced, and a surgical procedure was performed to replace the system. There were no further patient complications.